Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to high, out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. According to the field representative the lv lead is fine. The rv and lv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to high, out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to high, out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. According to the field representative the lv lead is fine. Additional information has been received mentioning that the rv and lv lead have been explanted at a surgical intervention. During the surgical procedure the patient experienced a pneumothorax with blood loss. The patient required oxygen. At this time the lv lead has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to high, out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. According to the field representative the lv lead is fine. Additional information has been received mentioning that the rv and lv lead have been explanted at a surgical intervention. During the surgical procedure the patient experienced a pneumothorax with blood loss. The patient required oxygen. No information on device return has been received. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.